Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure of a lead. During the procedure, the physician attempted to place the lead into the sheath but was unable to advance the lead through. A second sheath was used, and the physician was unable to introduce the lead into the sheath at all. The gross appearance was that the lead was too large for the sheath. Physician elected not to use that lead and suspected a lead anomaly. A new lead was implanted uneventfully. The patient was stable and unaffected after the procedure.